Event description:
It was reported customer had a piece of style wire break about 3.5 to 4cm. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1895 showed no other similar product complaint(s) from this lot number.